Manufacturer narrative:
H6 - added 1772, health effect clinical code.

Event description:
It was reported that after trial procedure, the patient experienced a headache and drainage on dressing. The physician suspected a cerebrospinal fluid (csf) leak and patient was sent to the ER. CT scan showed no abnormalities. Surgical intervention was undertaken wherein the leads were explanted to address the issue. Patient is in stable condition.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000154841 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.